Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 223 mcg/day) via an implanted pump. It was reported that the patient was seen in the clinic approximately one month ago for routine follow up. At that appointment, a catheter access study was done in preparation for a pump replacement due to eri (elective replacement indicator) in less than 4 months. The catheter study was negative for csf (cerebrospinal fluid). The patient was taken to surgery today for the planned pump replacement with possible catheter revision. The physician first started by opening up the existing pump pocket and dissecting down to the existing pump and proximal segment of the catheter. Once the pump was removed from the pocket, the physician attempted to aspirate from the catheter access port, but it was negative for any csf. The physician then removed the proximal segment and attempted to directly aspirate from the spinal segment of the catheter, but there was still no return of csf. The physician then proceeded to flush the catheter with preservative free normal saline after being advised that there was approximately 500 mcg of baclofen still remaining within the catheter. After flushing multiple times, he was still unable to aspirate any csf. He then attempted to retract the catheter through the pump pocket, but the catheter broke. The physician then decided to open up the midline lumbar incision and replace the catheter in its entirety. Upon opening up the lumbar incision, he noted an obvious kink below the anchor. The physician was then given a new catheter which was placed at t9. The new catheter was tunnel to the existing pocket and connected to the new pump. Additional catheter aspiration was done before and after placing the new pump back within the existing pump pocket with positive return of csf. The drug was transferred from the old pump to the new pump and the intrathecal dosing was reduced to 100 mcg/day in an effort to prevent any symptoms of toxicity/overdose. The incisions were irrigated and closed. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-oct-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.